Event description:
A report was received per social media that the patient experienced more pain during trial with the device. The physician said that it was unusual to the patient for it to make worse. The patient underwent an explant procedure. No further information could be obtained.